Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that prior to the pump implant on (B)(6) 2024, the pump was prepared per the instructions for use (IFU) manual. When the modular cable and pump cable were connected, the pump started. The mute button on the system controller was pressed, but it should not have started as the pump speed was 3000 rpm and the backup battery was no installed. The modular cable and the pump cable were disconnected and reconnected to see if the same event would occur, but it did not. The extended silence was on at the time, so the mute button on the system controller did not need to be pressed again. The pump speed was increased to 4000 rpm to check the pulse mode and it worked as expected. The parameters were fine during the pump priming so the pump was used. On (B)(6) 2024, the patient was recovering from their pump implant in the intensive care unit (ICU) when their flow suddenly dropped to zero. The flow read as ". Despite changes in the fixed speed, no flow reading was achieved. The pulsatility index (pi) was 12. The green pump running symbol was illuminated and the pump, as well as the patient's heartbeat, were able to be heard when they listened to the patient's chest.

Event description:
Review of the reported event and submitted log files revealed that the unexpected pump start during pump prep was due to a communication issue between the system controller and pump where the command to stop the pump from starting was not sent, which is the reason why the pump started. The unexpected pump start was not related to the heartmate touch.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. The controller event log file contained events on (B)(6) 2024. The submitted log files confirmed low flow events. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. G and the heartmate 3 patient handbook, rev. G are currently available. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.